Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare provider via a device manufacturer representative indicated that the cause of the motor stall was unknown and that the pump restarted on its own. No further complications have been reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer via a device manufacturer representative regarding a patient receiving an unknown drug via an implantable infusion pump. The indication for use was spina pain and failed back surgery syndrome. It was reported that the pump was alarming (2 beeps every 5 minutes). No symptoms were reported. No further complications have been reported as a result of this event. Additional information was received from the device manufacturer representative indicated that the pump logs were read and confirmed that the pump had stalls for about 22 hours. It was reported that a motor stall occurred on (B)(6) 2019 and recovered on (B)(6) 2019. No further complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
On 2019-sep-12, additional information was received from the patient via a manufacturer representative (rep). The patient was error code 8476 on their personal therapy manager (ptm) on (B)(6) 2019. The rep confirmed the patient did not have an magnetic resonance imaging (MRI) or gotten near something with a strong magnet for an extended amount of time. There were no reported symptoms. The rep stated the pump was already scheduled to be replaced next friday since it was getting close to early replacement indicator (eri).